Event description:
It was reported a wireless module would not connect to the customer's network. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter's device evaluation is in progress. When complete, a supplemental will be submitted.